Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating with winpharm and could not validate the medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) cleared the browser cache and verified that all application pools were running. The bd active directory sync service was restarted, but the issue persisted. The problem was resolved after the hospital information technology (it) team opened the firewall to allow connections to the required uniform resource locator (url). The system functioned as intended after the issue was resolved by customer.